Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the initial reporter and advised the customer to move the power cable to a different power outlet in the room. The customer did so and believed it resolved the issue. The fse followed up the next day and contacted the room directly to speak with the circulator and the customer confirmed there were no further issues. The fse closed the record as a phone fix. No site visit was required. As of the date of this report, the vessel sealer extend instrument has not yet been received by isi for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, multiple surgeons reported that the e-100 generator did not completely seal the tissue. The reporter was not in the room at the time of the call. The reporter was to return to the room and recommend that the staff move the vessel sealer extend instrument to the erbe generator to determine if they achieve a complete seal. The procedure was completing as planned with no reported injury.